Event description:
Pt had his first pacemaker installed 4/15/92. On 9/25/95 a change in the pulse generator was done. The physician notes that this was done due to depletion of the pulse generator. The threshold on his lead was noted to be high at 4.9 voltage. With the replacement he was noted to have a good threshold, resistance and the sensitivity was reduced to 1.25 with the replacement. He was replaced with a legend pulse generator, the lower limit was 70 and the upper limit 120. Facility believes that the generator was sent back to medtronic. Pt presented again at the hosp on 4/12/99 to have a pulse generator change. It is noted that the pt has been in atrial fibrillation and the pacer then showed a falling rate of 64. The md notes that the pt had been pacing at high voltage on account of lead resistance..pulse width had been at 2.0 during the time he had the last pulse generator in place. Procedure was: insertion of a new pacemaker using endocardial bipolar leads, lead model #5024m-58 and pulse generator model #8962 brand thera sri - medtronic pulse generator and leads. He notes that the old leads showed marked inability to pace the heart inspite of high voltages and current. Lead model #5264-58 was left in place and capped. Medtronic rep, was present during the last procedure and the removed generator was given to her. Risk management dept rec'd a letter from medtronic bringing this event to their attention.